Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following an intraocular lens (iol) implantation procedure, a plaque resembling petrol-like streaks was observed on the surface of the iol. The surgeon had initially noticed these iridescent streaks while loading the lens into the cartridge but assumed they were reflections caused by the updated iol material. Upon slit-lamp examination, the lens exhibited a blue glow. Additional information was requested.

Manufacturer narrative:
The product was not returned for analysis. Only video and two photos were returned. Received photo & video shows an implanted intraocular lens(iol). A light is passed over the eye. A blue/green cloudy appearance can be seen on when the light passes over the pupil. The origin of the reported complaint cannot be confirmed. Complaints have been received reporting a potential presence of 'polychromatic sheen'. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in h.3., h.6. And h.11. The product was not returned for analysis. Only video and two photos were returned. Received photo & video shows an implanted iol. A light is passed over the eye. A blue/green cloudy appearance can be seen on when the light passes over the pupil. The origin of the reported complaint cannot be confirmed. Complaints have been received reporting a potential presence of 'polychromatic sheen'. An nci was initiated for this issue. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).